Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient infusion pump system was removed due to a possible infection. It was reported that there was drainage on incision site, at the level of catheter insertion site. The cause of the infection was unknown. The pump system was completely explanted and it was reported the issue was resolved at the time of the report. The patient's status at the time of the report was, "alive-no injury." No further complications were anticipated/reported.